Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duragen 3x3 1 pack ce (id3301i) was used to fill in the dural defect area for meningioma removal surgery on 11/17/2023. The tumor reoccurred so operation was performed on (B)(6)2025. During the surgery, it was confirmed that the dura mater was not formed well. It was too thin (size of the defect area: 1cm×2cm). When the cranium was reopened, dura mater was left with a hole. Duragen was used again to fill in the defect area. Patient's exact age is unknown but was reported to be in his 40s, and his current condition was declared as recovered. No further information was provided.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. Duragen 3x3 1 pack ce ( id3301i) was not returned, and device history record (DHR) review is not possible since no product lot number was reported. Failure analysis of the device is not possible because the unit was used and it is not available for evaluation. Notwithstanding, a medical assessment was performed to evaluate the case and concludes as follows: ¿there is insufficient evidence to suggest that the product was causal to the reported event. According to the product¿s instructions for use (IFU), duragen is indicated as an onlay graft for the repair and restoration of dural defects in cranial and spinal surgical procedures. Duragen readily conforms to the surface of the brain and overlying tissues. However, as reported in the complaints, ¿duragen was used to fill in the dural defect area for meningioma removal surgery on (B)(6) 2023.¿ in addition, there were no reports by the customer of any product issues or patient adverse events regarding the use of duragen during the time of implant and after its implantation. It was not until when the patient¿s ¿tumor reoccurred and another operation was performed on (B)(6) 2025¿, which was approximately 20 months after the initial procedure. It should be noted that the duragen implant would have been resorbed by this time. With duragen¿s tissue formation, within two weeks of implantation, a neodural membrane has formed between the dural margins to permanently close the dural defect. After 6 to 8 weeks, the duragen implant is resorbed and replaced by dura. After 1 year, the neodura has developed into mature dura. During this second surgery, it was observed ¿when the cranium was reopened, dura mater was left with a hole¿ and ¿the dura mater was not formed well. It was too thin (size of the defect area: 1cmx2cm).¿ duragen was used again to fill in the defect area. Patient¿s current status was reported as recovered.¿ based on the available information and medical assessment, there is insufficient evidence to suggest that the product was causal to the reported event. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.